Event description:
It was reported when using the pyxis medstation es system tower door failed and unable to recover storage space, preventing users from accessing medications. The customer reported that they were unable to retrieve the medication and have to obtain it from nearby stations and confirmed that there was no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door failed and was unable to recover storage space. A field service engineer replaced the latch assembly to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the pyxis medstation es system tower door failed and unable to recover storage space, preventing users from accessing medications. The customer reported that they were unable to retrieve the medication and have to obtain it from nearby stations and confirmed that there was no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch required replacement. A field service engineer replaced the latch assembly to resolve. The system functioned as intended after the field service engineer troubleshooted the device.